Manufacturer narrative:
The investigation of access site bleeding and purge leak ¿ pump has been completed. Access site bleeding: the cause of the access site bleeding was most likely high patient activated clotting time (act) values at 268. Purge leak - pump: data log review showed purge pressure drop to zero and purge flow increases from 15 to 30ml/hr, indicating a leak. A bag change took place during this event. The pump was returned and inspected. The leak reproduced near the yellow luer on the sidearm. Foreign material thought to be the field applied dermabond coated the sidearm nozzle that connects to the yellow luer. Further cleaning and imaging showed a crack down the length of the nozzle where the pr luer connects with the sidearm. The root cause of the purge leak - pump was determined to be due to a damaged sidearm yellow luer due to high tension in combination with disinfectant and certain drug ingredients such as oil, alcohol, lipids etc., per supplier evaluation.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the heart team decided to perform high risk percutaneous cardiac insertion (hrpci). Once pci was completed with hemodynamic stability, the decision was made to leave the impella in overnight for myocardial rest. It was noted that right groin hematoma developed shortly after arriving at the intensive care unit. Pressure was held to the site and integrillin was stopped. Additionally, they noted a spontaneous leaking sidearm at the luer lock. The purge cassette was changed, and a hair line crack was noted on the bottom of check valve luer during reservoir prime. Dermabond was applied to the site of the leak and purge pressure was reestablished. The impella was successfully weaned, removed and pressure held to achieve hemostasis. Groin dressing applied post with the site intact without hematoma.